Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture is currently unavailable. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device did not work. It was further reported that the device hummed loudly. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4): the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. Corrected the date of manufacture has been obtained. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn electrical components and bearings corrosion from wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.